Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the cysto-nephro videoscope exhibited foreign material at the distal end cover and objective lens during a haemostasis procedure with endoclip. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is recognized that leakage occurs due to damage on the device, and we can see that reproduction of the phenomena indicated by the facility was confirmed. Therefore, it is presumed that they could not accomplish reprocessing at the facility before sending the device to olympus, thus foreign objects remained. The event can be prevented by following the instructions for use which state: cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the cysto-nephro videoscope exhibited foreign material at the distal end cover and objective lens. There were no reports of patient involvement.